Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2017 (explant date) as no symptom onset date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6) hospital. Block h6: patient code e2401 captures the reportable event of unspecified injury. Impact code f1903 captures the reportable event of a mesh removal surgery. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle lite posterior was implanted into the patient on (B)(6)., 2014. As reported by the patient's attorney, the patient experienced an unknown injury. Additional information received february 17, 2022. The patient underwent a mesh revision/removal surgery on (B)(6)., 2017.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2014 (implant date) as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle lite posterior was implanted into the patient on (B)(6) 2014. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.